Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during implant, the right ventricular lead exhibited intermittent capture and high pacing threshold. The lead was not implanted.